Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has not been received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the device was not cutting properly. It did not occur during a surgery, but outside of the operation room, therefore there was no patient involvement. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On march 7, 2018, it was reported that the device was not cutting properly. On march 26, 2018, it was clarified that the mta department tested the unit and they thought it was not running smoothly. The device is an older device and therefore this was not identified immediately upon receipt. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink or vdoc. Product review of the air dermatome by medicrea revealed that the device was not maintained and is in bad condition. The head, thickness control shaft, control bar, lever, eccentric shaft, reciprocating arm and motor were all worn and used. There was leakage from the swivel. The air hose adaptation was corroded. The calibration was out of specification. Repair of the air dermatome was not performed by medicrea for service notification rep-2018-03-4221 has the customer decided to purchase a new device. However, the customer changed their mind and the repair of the air dermatome was performed by medicrea on april 20, 2018 which included replacement of the ball bearings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, o-rings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet, motor, motor sleeve, aluminum lever, ball plunger, reciprocating arm, thickness control shaft, control bar, head, spring pin, swivel, and eccentric shaft. Air dermatome, serial number 102869, was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device was not cutting properly. On march 26, 2018, it was clarified that the mta department tested the unit and they thought it was not running smoothly¿ was confirmed since during initial inspection the device was not well maintained and it was in bad condition. The root cause of the device not cutting properly or running smoothly was due to the device not being properly maintained. The IFU states that the device should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.